Event description:
Boston scientific received information that this lead exhibited high thresholds values and fluctuating pacing impedances from 600 up to 2000 ohms; as a result, the product was explanted. The lead was only partially extracted with an in service life of 14 years. The explanted section is to be returned for post market evaluation. No adverse patient effects reported and replacement noted successful with another boston scientific product.

Manufacturer narrative:
The returned lead had been severed 313 mm from the terminal pin; only the proximal section of the product returned. Setscrew marks were noted on all terminals; blood/body fluid observed within the lead lumens. Trilumen insulation abrasion noted through to the rate/sense lumen 230-242 mm from the is-1 terminal pin. The wear pattern appeared to spiral around the lead slightly, with only one compromised insulation integrity notation. Microscopic analysis showed that the outer conductor coil had been deformed/bent and tight on the inner insulation. The outer coils had been trapped under the edge of the is-1 ring. Technicians then lightly stretched the lead, confirming the coil had torn through the inner insulation at this point. Laboratory analysis confirmed product damage however, it is unknown if the observed damage was due to or effected by, the explant and/or lead placement procedures.

Manufacturer narrative:
Following product return, a follow-up report will be submitted.

Event description:
--